Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, missing end cap sticker and minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 148 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm but there was more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.